Event description:
It was reported to boston scientific corporation that a bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2011, as part of the (B)(4) clinical study. The patient received their third bt procedure to the right and left upper lobes with no issues reported. According to the complainant, the patient experienced an event of wheezing on (B)(6) 2011, which was reported as resolved on (B)(6) 2011, with no intervention required. On (B)(6) 2011, the patient experienced an event of headache, which was reported as resolved on (B)(6) 2011 with no intervention required. On (B)(6) 2011, the patient experienced an event of acute bronchitis. The patient reported symptoms of temperature, chest tightness and feeling sick. The physician suspected infectious bronchitis, and the patient was treated with the administration of 250mg z-pack from (B)(6) 2011, with the event reported as resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.